Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Health care professional reported the patient was getting an MRI and the ins battery had been dead for "years." It was reported that the patient had not recharged for "years" and they could not communicate with their ins. No further complications reported/anticipated. Additional information was received from the patient. The patient made an appointment with their hcp to see what was going on with the stimulator. After that appointment, the hcp was going to set up an appointment with the rep to jumpstart the battery. No further complications were reported. Additional information was received from the patient. The patient reported the circumstances that led to the ins being dead for years was that the patient had a stroke and was in the hospital for 3 months. The patient did get in touch with someone to help them reprogram the stimulator. They still have some problems and are still working on it. No further complications were reported/anticipated. Additional information received from the hcp indicated that ins was at end of life and was unable to communicate with programmer. Caller then indicated that ins hasn't been charged "for years" and the patient needs head scan. MRI eligibility guidelines were reviewed.

Event description:
Additional information was received from the patient. The patient reported that the implant was jumpstarted and it had been working fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.